Event description:
Additional information received from a patient via a manufacturer representative (rep). It was reported the patient hasn't had pain relief in the past 3 months or so. She was unable to feel stimulation unless she leans way back in her chair or bed. There was also pain at the battery site. An impedance test showed electrodes 3 and 5 had open circuits. The lead was said to be broken. The hcp planned to do a lead revision. On 2020-jul-23 _e1 (rep): additional information was received from a manufacturer representative regarding the patient. It was reported that the revision is pending insurance approval and that when the lead is removed, it will be returned for analysis. There were no further complications reported. On 2020-10-29 (rep) additional information was received from a manufacturer representative regarding the patient. The patient was not receiving good stimulation and reported falling out of her bed multiple times in the past two years. Some of the electrodes on one of the leads were bad so dr (B)(6) decided to pull both old leads out and replace with new leads.

Manufacturer narrative:
Continuation of d11: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the revision is pending insurance approval and that when the lead is removed, it will be returned for analysis. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated for about a month the patient has had to hold their head straight back or sit in a certain position to feel his stimulation. The patient has had a loss of therapeutic effect. The patient also reported last week falling out of bed, and did something to his hip and back. The patient noted they have the ins for nerve damage and rsd due to a knee replacement. Additional information received from a patient via a manufacturer representative (rep). It was reported the patient hasn't had pain relief in the past 3 months or so. She was unable to feel stimulation unless she leans way back in her chair or bed. There was also pain at the battery site. An impedance test showed electrodes 3 and 5 had open circuits. The lead was said to be broken. The hcp planned to do a lead revision.